Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample from the cobas 6000 e 601 module. The initial result was 0.626 miu/ml and was reported outside of the laboratory. On (B)(6) 2018, the repeat result from the primary sample tube was 543.2 miu/ml. This result was believed to be correct. There was no allegation of an adverse event. The reagent lot number was 28429203 with an expiration date of 28-feb-2019. The sample pipetting area and the gripper finger were cleaned and an aliquot of the affected sample was repeated on (B)(6) 2018 with a result of 539.1 miu/ml. A general reagent issue could be excluded based on the acceptable qc data. The sample contained fibrin threads and clots.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. The analyzer alarm trace did not indicate any analyzer issues.